Event description:
Procedure: hip revision. Original surgery was performed on (B)(6) 2008. Revision surgery was performed on (B)(6) 2014 by the same surgeon and at the same hospital. Reason for revision: the liner had come out of the cup. Surgeon had made comment that this is a product failure. Revision notes, letter from the revision surgeon to patient's gp and implant retrieval report are provided. Patient initials, gender and dob are provided. No further information available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.